Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the noisy image occurred during a screening test and a pre-use inspection was completed. The procedure was completed using a similar device and there was a 15 minute delay. The patient was not given additional anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the foreign material is rust generated due to corrosion of the metal portion of the air / water nozzle (which was stored with corrosive chemicals and moisture remaining). Therefore, the suggested event likely occurred due to the handling of the facility. The event can be prevented by following the instructions for use which state: "[3.3 inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [3.8 inspection of the endoscopic system] 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack and chip due to chemical or physical stress. Discoloration was observed on the connecting tube, control unit and on the protector of universal cord on control section side due to chemical stress caused by handling. It was observed that the connecting tube had a dent and a wrinkle due to a handling issue. It was also observed that the forceps channel port was shaved due to handling. It was observed that the air and water cylinder had corrosion due to handling. Lastly, scratches were observed on the following unit components due to external factors: plastic distal end cover, protector of universal cord on scope connector side, scope connector cover, connecting tube, switch box, lock engagement lever, lock engagement lever knob, right and left knob, scope connector, up and down knob, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had noise in the image. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.